Event description:
Boston scientific received info that a wandering baseline was observed during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure. It was verified by x-ray that the pt has sternal wires, but were not in close proximity to the electrode. Normal sensing was observed when checked in secondary vector, but not in primary or alternate vectors. Large deflections were observed with manipulation of the xiphoid incision suggesting possible air at the sense b electrode site. Boston scientific technical services (ts) suggested programming the pt to the secondary vector (which also passed pre-screening and performed well post-implant. Ts discussed if there is air at the sense b electrode site, this will likely dissipate over time and the noise will go away. Ts also suggest re-checking the primary vector at the pre-discharge or wound check to see if the air has been re-absorbed. Based on ts recommendation, the device was programmed using the secondary vector. No further issues have been reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.